Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge displayed multiple inaccurate fill estimates intermittently. The customer loaded a cartridge with an unknown amount of insulin. The customer's blood glucose level reached the 100's mg/dl. Reportedly, the customer changed the cartridge and resumed insulin delivery.